Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the high flow insufflation unit had air leakage from the solenoid valve, and some of the light-emitting diodes (leds) on the front-panel digital bar graph did not light up. There was no patient involvement.